Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of applicable material, inspection, manufacturing, and distribution records was conducted. All records revealed that the products were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. According to the agent, the surgeon uses a lot of torque to provisionally tighten the screws, and therefore, it is likely that the tip of the driver sheared off due to excessive torsional loads. A review of the complaint code trends did not reveal any contributing information as to the cause of this event.

Event description:
It was reported to k2m, inc. On (B)(6) 2015 that a surgery took place in which a tapered driver tip sheared off into the screw head. The surgery took place (B)(6) 2015.